Event description:
On may 1, 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving unk error messages. On may 20, 2008, this medical affairs specialist contacted the pt to obtain/clarify info obtained from the initial call. The pt indicated that he started to receive a number of error messages on his lfs meter on seventeen days prior to original date at 10 am. He eventually was able to obtain a blood glucose reading after numerous tries. Based on the "283 mg/dl" blood glucose reading the pt obtained on the lfs meter, the pt reportedly took an add'l 8 units of novolin and ate a piece of fruit. Reportedly, at 1 pm, the pt was feeling shaky and obtained a blood glucose reading of "70 mg/dl" on the lfs meter. The pt did not take any food/beverages at the time of concern. The pt did not feel his meter was giving inaccurate readings at the time of concern. The pt contacted the advice nurse and was told to go to the ER. The pt drove himself to the ER where he was tested at "40 mg/dl" on the hosp meter, was given orange juice. The pt had his blood glucose tested every 30 mins until 5:30 pm. The pt went home when his blood glucose reading was 110 mg/dl. On the morning of four days after the event date, the pt took his insulin based on the reported meter readings. At around 3 pm, the pt claimed he developed symptoms of feeling shaking and was tested at 40 or 50 mg/dl on the lfs meter. At 3 pm, the pt promptly drove to the ER, where he was tested at 40 something mg/dl. The pt was treated with pancake syrup and was given orange juice. The pt was not admitted into the hosp but had his blood glucose monitored once every 30 mins. The pt went home at 6:45 pm when his blood glucose was stable at 110-120 mg/dl. The pt's diabetes medical regimen and testing frequency has not been changed after the two incidents on event day and four days later. The pt bought new test strips on the second day after he found out that his strips were expired. He said he had been using expired test strips for the past two weeks prior to contacting lfs. The pt claimed that his reported hypoglycemia was due to "a bad patch of test strips." During troubleshooting, the customer care advocate indicated that the pt had ER message but could not specify which ER messages. The reported issue was not resolved. This complaint is being reported because the pt claimed that he experienced symptoms that can be associated with severe hypoglycemia after the reported issue. In addition, the pt's reported reading of "70 mg/dl" on his meter was claimed to be inaccurately high, compared to the "40 mg/dl" reading, obtained on the hosp meter. Although the lfs meter reading correlated with the pt's symptoms and treatment lifescan cannot rule out without reasonable doubt that the prod could not have caused or contributed to the pt's symptom. Replacement prods were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.